Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 01:53:29 on (B)(6) 2021. The patient was in sinus bradycardia/tachycardia from 40 to 110 bpm with CPR/motion artifact and electrode lead fall off at 04:18:31 on (B)(6) 2021. The patient's rhythm degraded to vf with CPR/motion artifact and electrode lead fall off at 04:23:22. The patient received an external defibrillation at 04:27:48. The patient's rhythm at the time of the external defibrillation and post-shock rhythm were obscured by CPR/motion artifact and electrode lead fall off. The patient's rhythm remined in vf with CPR/motion artifact and electrode lead fall off. The patient received a second external defibrillation at 04:29:54. The patient's rhythm at the time of the external defibrillation and post-shock rhythm were obscured by CPR/motion artifact and electrode lead fall off. The patient remained in vf with CPR/motion artifact and electrode lead fall off until the rhythm transitioned to sinus tachycardia at 110 bpm with CPR/motion artifact and electrode lead fall off at approximately 04:33:34. The patient's rhythm then degraded to vt at 240 bpm with CPR/motion artifact and electrode lead fall off at 04:35:58. The rhythm self-converted to sinus rhythm at 80 bpm with CPR/motion artifact and electrode lead fall off at 04:36:10. The patient received a third external defibrillation at 04:39:56. The patient's rhythm at the time of the external defibrillation and post-shock rhythm were sinus bradycardia at 40 bpm with CPR/motion artifact and electrode lead fall off. The patient received a fourth external defibrillation at 04:47:54. The patient's rhythm at the time of the external defibrillation and post-shock rhythm were obscured by CPR/motion artifact and electrode lead fall off. The patient was in an idioventricular rhythm at 30 bpm with CPR/motion artifact and electrode lead fall off at the time of the electrode belt disconnection at 04:54:05. The electrode belt was reconnected at 04:54:43. The patient's rhythm was obscured by CPR/motion artifact and electrode lead fall off with p waves at the time of the electrode belt disconnection at 04:56:15. CPR/motion artifact and electrode lead fall off prevented the lifevest from detecting the vt/vf arrhythmias throughout the event.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date monitor 09/03/2020, belt 03/24/2016.